Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a nasobiliary tube w/jagwire was used during a procedure (patient gender, age, and weight are unknown). According to the complainant, when the device was introduced over the guidewire, some resistance was felt. When it was removed and examined, it was found to be kinked or bent at the distal pigtail. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
A visual and functional evaluation did not confirm the reported defect. The device was not found to be kinked or bent at the distal tip. The functional evaluation during the investigation found that an 0.035 inch guidewire could be passed through the catheter without issue.